Event description:
(B)(4), 5 years of heavy menstrual cycles, painful intercourse, bloating, teeth deteriorating, joint information, cervical disc disease, sharp stabbing pains in lower abdomen, endometriosis, adenomyosis resulting in a hysterectomy at (B)(6). The photo attached shows 2 weeks prior to hysterectomy on the left, and 12 days after hysterectomy on the right. Showing how much the device caused me to bloat, and be painfully uncomfortable, vs the immediate relief once it was removed. I became less bloated everyday, and continue to feel better since having this device removed.